Event description:
It was reported that a blade broke at the mount during a total hip replacement surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade fracture can be attributed to an excessive bending moment applied to the blade during operation. The loading marks suggests that the blades were exposed to a loading perpendicular to the blade while cutting. This type of loading could occur when applying a bending moment to the blade while in use.the IFU of handpieces associated with this device warn the user against this type of use:"do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity".the quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that a blade broke at the mount during a total hip replacement surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.